Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-48059, 1627487-2020-48061. It was reported that the patient's scs leads had migrated. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
Correction: - UDI should have been included on the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.